Event description:
The facility reports a patient almost fell during a transfer in the "soft stretcher" system. They were transferring the patient with the scoop stretcher via a ceiling lift. The scoop stretcher in the head-upper body-pelvis-foot part was used in this transfer, as one of the upper body plates was completely loosened from the compression device, resulting in the patient not having any support in this area. The patient sank approximately 10 cm into the bed that was located under the stretcher. No injuries were reported. (B) (4).